Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d8, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the device inspection results, the phenomenon could not be reproduced, and no faulty components contributing to its occurrence were identified. Therefore, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device front panel did not display and had a front panel display error. The issue occurred during set up/ inspection for use. There were no reports of patient harm.